Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported during a scheduled asls screw removal, using a stardrive screwdriver to remove the 5.0mm ti angular locking screws, surgeon had difficulty. The screw would go forward a little instead of backwards when attempting to remove. All screws were removed. The procedure was extended by 15 mins. This is report 1 of 2 for the same event.